Event description:
It was reported that the stent failed to deploy.

Manufacturer narrative:
The sample has not been returned for eval to date. Without the sample or additional info about this event, a definitive root cause cannot be determined at this time.